Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during a lithotripsy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the spyscope ds along with a guidewire was inserted inside the patient's bile duct. After checking the bile duct stones, a non - bsc electrohydraulic (ehl) probe was inserted through the spyscope ds. At this time, the working channel sleeve was seen protruding. Moreover, a non-bsc ehl probe was unable to advance near the tip of the spyscope ds. The device was removed and checked outside the patient. They noticed that the working channel sleeve protruding from the device and there was difficulty advancing the non-bsc ehl through the tip. Reportedly, no part of the device detached. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination of the spyscope ds device found that the working channel sleeve extended from the distal cap when received. The distal tip would articulate without issue. The proximal end of the distal cap was aligned to the cap weld. A spybite and a guidewire device were passed freely through the working channel without issue. The distal end of the exposed working channel sleeve was tugged; it was not detached from the catheter. There was evidence that heat was applied on the outside of the catheter during manufacturing assembly. Part of the distal end of the catheter was removed to examine the working channel. Further evaluation found that there is evidence of adhesion of the working channel sleeve to the inside of the catheter. There is no indication the device was not properly assembled during manufacturing. The working channel sleeve protrusion was most likely due to anatomical/procedural factors encountered during the procedure, therefore, the most probable root cause for the working channel protrusion is operational context. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during a lithotripsy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the spyscope ds along with a guidewire was inserted inside the patient's bile duct. After checking the bile duct stones, a non - bsc electrohydraulic (ehl) probe was inserted through the spyscope ds. At this time, the working channel sleeve was seen protruding. Moreover, a non-bsc ehl probe was unable to advance near the tip of the spyscope ds. The device was removed and checked outside the patient. They noticed that the working channel sleeve protruding from the device and there was difficulty advancing the non-bsc ehl through the tip. Reportedly, no part of the device detached. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.